Event description:
During routine testing, customer reportedly noted output of vaporizer was higher than expected. There was no reported pt injury. Ohmeda's investigation into the reported occurrence is still ongoing. A follo-up report will be issued when the investigation has been completed.